Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a hospital made a routine in vitro culture for the sterile medical devices. It was found that suture cultured on (B)(6) 2018 and (B)(6) 2018 had bacterial growth. The culturing method is broth enrichment culture, and culture time is 72 hours. And then the hospital required a different hospital to re-culture for this lot suture, and that other hospital culture result is no bacterial growth. There was no patient involvement and no adverse patient consequences reported. No additional information as provided.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 12/18/2018. The product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 02/21/2019. Investigation summary: it was reported integrity issues. Two unopened samples of product code vcp358h with lot# mc7946 was received for evaluation. The samples were visually inspected, and no anomalies were found. The certificate of analysis of the batch was review and results are above the in-vitro reference results. Along with the validation of the sterilization process, controls to monitor each sterilization cycle are in place to ensure every sterilization run is executed within the critical process parameters required to deliver a sterility assurance level (sal) of 10-6. The routine control of the manufacturing process includes environmental monitoring of the manufacturing areas, along with the monitoring the quantity of microorganism present on non-sterile products (bioburden analysis). The controls for routine production and sterilization of the finished device provide a greater level of sterility assurance than actual product testing. The method of sterility testing devices requires human intervention to transfer the product from the sterile barrier packaging into a test media. The process of transfer introduces opportunities for extrinsic contamination of the sample, allowing no conclusions to be drawn with regards to the product overall sterility assurance. Based on the robustness of the sterilization validation methodology, the routine monitoring and controls of the product and processes and the inherent contamination risks associated with device sterility testing, no sterility testing on the devices is recommended.